Manufacturer narrative:
The suspect device has been returned for evaluation. The complaint is confirmed. No definitive root cause could be determined however, it is likely that significant force was applied to the device during use. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed and no exception documents were found.

Event description:
The account alleges that during an ivc filter removal procedure, the head of the vascular snare device detached. The clinician had successfully acquired antegrade venous access and during snare device manipulations, the head of the snare detached.